Event description:
It was reported that when the doctor tried to deploy the filter, the doctor could not dislodge the legs from the spline. The doctor called in a colleague for assistance and was able to free and recover the filter after 3 1/2 hrs of manipulation via jugular access.

Manufacturer narrative:
This report is being submitted as this product is the same or similar to a device sold in the us, catalog number rf310f. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned filter, pusher wire and storage delivery tube were evaluated. The introducer set was not returned. The pusherwire was clean and intact and the measurements were within specification. Upon further inspection of the filter, blood was present in the apex of the filter and on some of the hooks. One of the filter hooks appeared to be cut off. The wire od of the hook od were measured and were within specification. As the introducer set was not returned with the sample, the complaint could not be evaluated further. The result of the investigation was inconclusive as vital parts of the delivery system were not returned with the sample for evaluation. The root cause is unknown. The IFU (information for use) states following: delivery of g2 filter through the introducer catheter is advance only. Retraction of pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter. Do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure.